Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: does the surgeon use sutures/clips to tie off the vessels or did the surgeon only use the har9f for the entire procedure? What other instruments were used during the surgery? If the surgeon did use sutures or clips besides the har9f, was the bleeding from the vessel where the har9f was used? Was the bleeding from a named vessel (superior pole vascular pedicle) or from a minor vessel? Was the patient up and walking around when the bleeding occurred? Had the patient coughed prior to the bleeding? Did the patient present with neck swelling, neck pain, and/or signs and symptoms of airway obstruction (eg, dyspnea, stridor, hypoxia). Did the patient have a hematoma? If yes, where was the hematoma? Between the platysma muscle and the sternohyoid muscles (superficial)? Deep to the strap muscles along the larynx (deep)? How was the bleeding controlled in the second procedure? How much blood was lost? Did the patient require a transfusion? Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition?

Event description:
It was reported that during a thyroidectomy and radical neck dissection procedure, the surgeon stated: "the tissue is taking a lot longer transecting after the tone changes the tissue stays in the jaws and takes considerable longer to fall out the jaws". The patient went to recovery and ended up coming back to the or later due to excessive bleeding from drain. The surgeon is concerned that the vessels did not seal properly due to the unusual device events. The patient went back to recovery and is doing well. The tech checked the number of handpiece uses, only fifty. Got a new cord anyway, a different gen11 and finally got a new like device as well. The new device appeared to work properly. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information received from sales rep: were you present for the procedures? No. Does the surgeon use sutures/clips to tie off the vessels or did the surgeon only use the har9f for the entire procedure? 95% focus , 5% suture. What other instruments were used during the surgery? Maybe minimal cautery use, clamps , no clips . If the surgeon did use sutures or clips besides the har9f, was the bleeding from the vessel where the har9f was used? Unknown. Was the bleeding from a named vessel (superior pole vascular pedicle) or from a minor vessel? Unknown. Was the patient up and walking around when the bleeding occurred? No , in recovery had the patient coughed prior to the bleeding? No. Did the patient present with neck swelling, neck pain, and/or signs and symptoms of airway obstruction (eg, dyspnea, stridor, hypoxia). Post op, swelling did the patient have a hemotoma? Yes , post op. If yes, where was the hemotoma? Deep..strap muscles possibly. How was the bleeding controlled in the second procedure? Suture. How much blood was lost? Unknown. Did the patient require a transfusion? No . Are the generator event logs available to be downloaded and sent to us for review? No. Did the generator display any alert screens during the procedure? No. Was surgeon hearing att tone as expected or did the surgeon feel that the tone was premature? On both occasions the surgeon stated that the att tone changed and continued for a prolonged time (more than normal) prior to transecting the tissue which button was being used min or max, what is min level set at? Min , bigger vessels , 3 can the handpiece used in these vents be returned (we can replace it)? No, hospitals retains all product for internal evaluation, if needed. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Unknown. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Unknown. Does the patient has a known coagulation disorder? Unknown. Has the patient taken any steroids? Unknown. What was the patient¿s pre-op hemoglobin and hematocrit? Unknown. What was the patient¿s post operative hemoglobin and hematocrit? Unknown. What is the current patient condition? Recovered post op.